Manufacturer narrative:
The complaint confirmed that the angled acet inserter handle had fractured and the pin had come out from the rotation knob. Previous investigations have found that for handle breakages a design change has been implemented (eco-321614), to prevent the anti-rotation pin from loading the plastic handle. Dra-001725 concluded that there is no systematic failure of extruded (B)(4) as a material for use in instruments. Dva-108291-hhe concluded that the risk of handle breakages is medium and that no further action is necessary. The failure mode of the pin coming loose is currently being investigated by the supplier. Once further information is received the complaint shall be updated. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
The handle´s black plastic is broken. In addition inserter´s pin loosened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.